Event description:
Patient status post n-hance implantation was experiencing pain and returned to surgeon. An x-ray was taken and the surgeon thought the rods were broken. Surgeon showed x-rays to synthes consultant and the regional manager, and they were of the opinion the rods were broken. Surgeon wanted a second opinion and went to a nass convention and showed the x-rays to pd engineer from (B)(6). Who confirmed the breakage. Surgeon is removing the hardware (B)(6) 2010. This is one of two reports for this event.

Manufacturer narrative:
Additional information has been requested. Explant date scheduled for 11/2010. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture, as no product has returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.